Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm was noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
It was reported by the customer's mother, that the customer received a motor error alarm. Customer's blood glucose level at the time 212mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).